Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between november 29 - december 1, 2024. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed and a leak of the administration port was observed. The reported condition was verified. However, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined; though the likely cause was due to inadequate or lack of cyclohexanone applied to the administration spike port tube when it was inserted into the port area(s) during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva (ethylene vinyl acetate) bag was leaking from the membrane port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-05955. All information can be found under manufacturer report number 1416980-2025-05955. Should additional relevant information become available, a supplemental report will be submitted.